Manufacturer narrative:
The patient weight was not provided. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding, stroke, and neurologic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a peri-occipital intracranial hematoma on the right side which resulted in left sided weakness, mild left hemiparalysis and changes in speech. The patient's inr was 1.3. The patient was anticoagulated with lovenox injections and aspirin, both of which were stopped following the stroke and the symptoms resolved on their own. On (B)(6) 2015 the patient entered rehabilitation, but was readmitted on (B)(6) 2015 for cerebral edema. On an unspecified date, the patient was sent to rehabilitation again to recover and was then discharged home. It was reported that the patient appeared to be doing ok. The vad reportedly operated as intended. Per the vad coordinator, a potential cause for the stroke may have been due to the long-term anticoagulation.